Manufacturer narrative:
Citation: long, a. Md. Increased rate of intermediate-term valve failure after tavr in end-stage renal disease patients requiring maintenance dialysis. Journal of invasive cardiology. 2019. 31(10):307-313. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
Medtronic received information via literature regarding rates of intermediate-term valve failure after the implant of a transcatheter aortic valve (tav) replacement. All data were collected from a single center between december 2011 and october 2018. The study population included 1260 patients (predominantly male, mean age 62.7 ± 12.1 years), 86 of which had a pre-operative diagnosis of end stage renal disease. Patient were implanted with a non-medtronic balloon expandable tav or a medtronic corevalve, evolutr or evolutpro tav. No serial numbers provided. Among patients, six intraoperative deaths occurred in patients with end stage renal disease. No other information was provided regarding the deaths. Based on the available information medtronic product may have been associated with the deaths. Among all patients, adverse events included: permanent pacemaker implant, cerebral vascular accident (cva), myocardial infarction (mi), vascular complications, and conversion to surgical valve replacement. During the follow up period valve-in-valve implants were reported due to calcification and subsequent aortic stenosis, endocarditis and paravalvular leak (pvl). The accelerated calcification and re-stenosis was reported to be an effect of end stage renal disease. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.